Event description:
Patient said that their old CPAP machine blew up so they needed to go to the hospital to do a sleep study and get a new machine. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).